Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low and high blood glucose readings from the insulin pump. The customer stated that she has been experiencing low blood glucose readings for 3 weeks. The customer also stated that she had high blood glucose readings for a couple of nights before she was dropping low. The customer was not admitted to the hospital for her high and low blood glucose readings. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.